Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the wire got stuck and would thread out of the needle. Follow up information states the guide wire would not thread through the needle/catheter. As a result, the device was removed and a new kit was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire would not thread through the needle was confirmed. Returned were an ra catheterization device consisting of a guide wire/advancer tube and a needle. The device exhibited signs of use. There was dried blood visible inside the needle hub. The guide wire was protruding 1.3 cm from the tip of the needle. The guide wire could not be moved. There were displaced coils at 7 locations on the exposed guide wire, including where the wire entered the tip of the needle. The needle bevel was damaged where the guide wire had contacted it. The instruction booklet provided with the set includes the warning not to retract the guide wire against the edge of the needle while it is in the vessel to minimize the risk of guide wire damage. A review of the device history records did not reveal any manufacturing related issues. Based on the condition of the sample and the information provided, operational context caused or contributed to this event. No further action will be taken.